Event description:
The distributor contacted animas on (B)(6) 2012 and reported the ok, contrast, up arrow, and down arrow keypad buttons were unresponsive. No other information is available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad symbols were worn but the rubber keypad was intact. Evaluation revealed that the contrast, up and down buttons were unresponsive and the ok button responded appropriately. There was evidence of keypad contamination found under the key contacts and the keypad flex was found to be peeling. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.